Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a no delivery alarm and a motor error alarm. The customer's blood glucose was 125 mg/dl at the time of call. The customer's blood glucose was 513 mg/dl at the end of call. The customer stated that he corrected the blood glucose with the insulin pump. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the insulin pump was able to complete rewind. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.